Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the sulmesh coating delaminated from the fitmore shell. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Intraoperative images: four intraoperative images have been received. Three out of the four images are almost identical and show the removed fitmore shell on a surgical table. Almost half of the sulmesh coating of the shell is missing. At the remaining sulmesh coating on the shell and within the screw holes red and blackish soft tissue can be seen. Further, the pole peg of the polyethylene liner can be seen within the polar screw hole. The fourth image shows the surgical site with four clamps. It can be assumed that the acetabular roof with the broken off sulmesh after removal of the fitmore shell can be seen. Except of the intraoperative images, neither patient nor medical data has been received due to patient privacy policy. Product evaluation: visual examination: the fitmore shell with 5 pieces of sulmesh, the polyethylene liner and the metal head have been received. The anchoring surface of the fitmore shell is missing almost half of the sulmesh which debonded from the shell's metal body. On the remaining sulmesh there are no bone attachments. The revealing backside of the shell is partially polished and shows some scratches. There are imprints of the sulmesh and some additional coarser indents probably deriving from some wire pieces of the sulmesh. The inside of the shell looks inconspicuous. Two out of the five received sulmesh pieces are completely covered with bone ingrowth to such a degree that it is also visible on the backside of the sulmesh part. The other three sulmesh pieces show some bone attachments. The polyethylene insert is yellowish discolored. The outer surface facing the fitmore shell shows the indentations from the shell's spikes indicating a proper fixation of the insert within the shell. Additionally, imprints from the shell's screw holes can be observed. The rim exhibits coarse scratches most likely damages from the revision. Further, also the articulation surface of the insert shows countless scratches. The taper of the metal head is inconspicuous. On the head's articulation surface there is a scratched, milky appearing area at around 45° (half way between pole and rim). Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet, as the metal head 36 +8.5 is not a zimmerbiomet device, which classifies as an off-label use. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the sulmesh coating debonded from the fitmore shell due to which the patient underwent a revision surgery. Based on the received intraoperative images and the visual examination of the received components the reported debonding of the sulmesh can be confirmed. Almost half of the sulmesh has been torn off. Two of the torn off parts are completely covered with bone indicating a good osseointegration of these parts. The remaining sulmesh on the shell did not show bone attachments which points to a missing osseointegration. Since the complete follow-up of x-rays is not available for evaluation, it can only be assumed that at one point in time the shell was only partially anchored in the bone and started to migrate. During the dynamic migration process of the cup, the well anchored and in the bone integrated part of the sulmesh could not follow the motion of the cup. This led to debonding and tearing of the sulmesh from the shell. It is unknown why and at what point in time the shell started its migration. Additionally, based on the provided information the reason for the partial osseointegration remains unknown. Neither x-rays, operative notes nor other medical reports have been received. Therefore, procedure and/or anatomical factors that may have affected the performance of the components are unknown. Further, also patient factors such as bone quality, activity level, type of activity and relevant medical history are unknown. The quality records show that all specified characteristics of the fitmore shell and the durasul alpha insert have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Additionally, the fitmore shell and the durasul alpha insert have been used together with a metal head of a different manufacturer, which classifies as an off-label use. If and to what extent the aforementioned factors led or contributed to the debonding of the sulmesh is unknown. The reasons for the latter could be multifactorial, with contributing factors from the patient, the implant and the surgical procedure. Therefore, based on the given information and the results of the investigation an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x -rays for review. The manufacturer did not yet receive the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to loosening.